Event description:
This rv lead was implanted on (B)(6) 2010, and still remains implanted at this time. In a case on (B)(6) 2018, it was noted, that the lead exhibited a drop in pacing impedances from 470 to 320 ohms. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).